Event description:
It was reported that this right ventricular (rv) lead was exhibiting shock impedance high out of range. Technical services (ts) was consulted and noted no noise episodes. Ts recommended reprogramming and defibrillation threshold (dft) testing. The lead remains in service. No adverse patient effects were reported.